Event description:
It was reported that the ptca/stent procedure, was to treat a heavily calcified lesion, in a heavily tortuous vessel. There was resistance felt upon advancement of the stent delivery system (sds) and force was used to maneuver the sds, when the stent dislodged. Retrieval of the stent was attempted with a balloon catheter by inflating it distally to the stent and the stent was dragged as far as the common femoral artery where the device remained. The day after, it was decided to remove the stent surgically and the intervention result was efficacious without complications.